Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right atrial (ra) lead presented with chest symptoms. Additional information from the field representative provided discomfort may have been due to lack of synchronization. Review found this ra lead exhibited noise which was oversensed and resulted in inappropriate atrial tachy response episodes. The cause of the observed noise was found to be a ra lead fracture. Subsequently, this ra lead was surgically abandoned. Another lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise which was oversensed and resulted in inappropriate atrial tachy response episodes. The cause of the observed noise was found to be a ra lead fracture. Subsequently, this ra lead was surgically abandoned. Another lead was implanted to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.